Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming during manual priming. Customer stated the alarm was reoccurring for a couple of weeks, but said she was able to fill the reservoir then. Customer's blood glucose level was 338 mg/dl, treated with manual injection. Customer stated the insulin was squirting out during the manual prime process. Customer was advised to disconnect from the device. Customer reported the drive support cap was sticking out and did not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.